Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other similar incidents from this lot. All available information was investigated, and a definite cause for the reported difficulty removing the gripper line could not be determined in this incident. However, the reported gripper line break appears to be a result of difficulty removing the gripper line (procedural circumstances). The single leaflet device attachment (slda) also appears to be due to user technique/procedural circumstances as the clip detached from the posterior leaflet while the user was removing the gripper line. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the difficult gripper line removal and single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve. During the deployment sequence, while establishing gripper line removability (eglr), resistance was felt. Clip deployment was continued. During gripper line (gl) removal, high tension was felt and the gl broke. The cds was removed from the guide and the gripper line was again attempted to be removed. During removal, the clip detached from the posterior leaflet and remained attached to anterior leaflet (slda). The gripper line was then pulled with more force and was removed. No portion of the gripper line remains in the patient. An additional clip was implanted to stabilize the slda and reduce mr. Two clips were implanted, reducing mr to 2. There was no significant delay in the procedure. No additional information was provided.